Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from patient was received. Patient was given information of weight. No patient complications were reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: product ID: 37754, serial# (B)(4), product type: recharger. Product ID: 37761, serial# (B)(4), product type: recharger. Other relevant device(s) are: product ID: 37761, serial/lot #: (B)(4), analysis of the charger (c0191707 ) found that the connector pin in the cable assembly was broken. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for the treatment of chronic low back pain and spinal pain. It was reported that the ins recharger (insr) was not charging. It showed that 1/8 was charged and blinking but was not incrementing. The desktop charger (dtc) light was on but he connection was loose. They stated the ins had been dead since the previous day. A replacement dtc was sent. The patient then called back and stated they received the dtc but the insr was still not charging. A replacement insr was sent. No patient complications were reported as a result of this event.